Event description:
Or nurses were opening for two separate cases - two different nurses; two different rooms. In both cases, nurses observed that as they were opening grounding pads, the connection at the machine end of the cable was not intact. The outer plastic covering is normally snapped together. In each incident, one half of the plastic cover adhered to the adhesive, while the other half sprung free from the first half.note that both of these units came from the same lot number. Note that a similar incident occurred and was reported. Products were rejected and another grounding pad was obtained which worked fine. There was no patient adverse event, since defective product was rejected prior to use on patient. There was a slight delay in starting the cases - probably in the order of one to two minutes. Manufacturer has been notified.